Event description:
It was reported that the customer received a motor error alarm on the insulin pump while priming. The customer's blood glucose was not recalled. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also received a no delivery alarm during priming. She declined to troubleshoot for this alarm, believing it was due to the motor issues. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).